Manufacturer narrative:
The reported event of calcified leaflets was confirmed. Also reported was regurgitation, high gradient and stenosis. Morphological and histopathological examination revealed all three leaflets were torn, fibrotically thickened, and contained calcifications. There was circumferential fibrous pannus ingrowth narrowing the inflow diameter and on the outflow surface of leaflet 1. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, regurgitation, high gradient and stenosis are consistent with torn and calcified leaflets and a valve with circumferential pannus.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted. The patient presented with cardiogenic shock to the hospital. All cultures were negative. The echo showed peak and mean gradients of 140 and 93 with moderate aortic regurgitation as well. The ejection fraction (ef) was 25%. On (B)(6) 2018, the valve was explanted. Per report, two leaflets were frozen in a curled position and there was calcification at the top of the strut posts. A non-abbott valve (edwards magna ease 3300tfx) was implanted as a replacement. The surgeon reported the patient did well during the surgery.